Manufacturer narrative:
(B)(4). This is a report of use error where a patient breached aseptic techniques. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient breached aseptic technique during setup of peritoneal dialysis therapy. The patient dropped the supply line on the floor and still connected the bag. The patient did connect to the patient line after the event but did not start therapy yet. The caregiver would set up again with fresh supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.